Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (6). It was reported that following a coronary artery stenting treatment procedure the patient underwent a reintervention. The unknown size liberte bare metal stent was placed in the 100% stenosed proximal lad (left anterior descending) resulting in 0% residual stenosis. In (B) (6) 2009 the patient returned with 80% diffuse in-stent restenosis of another manufacturer's drug eluting mid lad stent. Another manufacturer's bare metal stent was placed resulting in 0% residual stenosis and the event was reported to be resolved the next day.